Manufacturer narrative:
Evaluation summary: as returned the torque indicator plate was separated from the torque wrench. The screws that affix the indicator plate to the torque wrench are missing. Without the screws, the indicator plate will separate from the torque wrench. Device history records indicate all components were manufactured and inspected to specification. The manufacturing documentation is in order and does not contain any anomalies.

Event description:
It is reported that surgery was delayed for 30 minutes when the torque wrench indicator broke while setting the tibial screw.